Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, after the acrobat-I stabilizer was turned to suction it would not tighten to the retractor. A replacement device was used to complete the procedure. The hosp did not report any pt effects.